Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the staples only partially formed. No additional information is available. The procedure was completed using a like device of the same product code. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis found that one psee60a device was returned with no apparent damage and with a gst60b partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.the batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.